Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused. The reporter stated that therapy completed in approximately 20 hours instead of the expected 48 hours. The device had been filled with fluorouracil and sodium chloride solution to a total fill volume of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.